Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue.

Event description:
It was reported that approximately four weeks post implant of implantable pulse generator (ipg) follow up check revealed the longevity was approximately 1.5 years. The measures were fine and graphs were stable without changes. The physician decided to adjust the right ventricular (rv) lead outputs from 2 volts to approximately 1.5 volts in both chambers. After the programming, the ipg longevity was the same. Approximately, one week later ipg interrogation revealed longevity was 1.5 years again. Measures and outputs stable in normal values. Approximately, two weeks later, ipg follow up check revealed the values were normal and stable however device longevity indicated 7.5 years. It was also reported that the rv lead exhibited r wave fluctuation and low sensing. No actions taken, the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.